Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a low sensor scan results of 2.9 mmol/L compared to unspecified readings obtained on a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience symptoms and self-manage to consume sugar and self-medicated with insulin (dose/type unknown) when blood sugar was high. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.